Event description:
The customer reported that, during a procedure, the catheter leaked. The sample was saved and will be returned to quest. Product lot number 26648. The part number of the device that allegedly failed. The MDR wil be filed.

Manufacturer narrative:
Defect observed is consistent with product damage due to use conditions. Balloons are 200% inspected during assembly.